Event description:
The patient called in today because, her pen needle keep breaking off into her belly. She has been injecting for 4 years and this has never happened. She was switched from other mark to droplet last month. She went through about half of the 1st box and had 20 pn break off into her belly so, she threw the box away thinking the box was defective. She's been using the 2nd box a couple days and has encountered the same issues. She does not reuse pn. We went over her technique and it seems like she is injecting properly; however, she did have hernia surgery around the area she injects so, there could be scar tissue. The broken pen needles removed by patient via tweezers